Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump display went blank and the customer reverted to a back up plan. The customer did not provide the blood glucose reading. The customer reported that the battery cap threading looked warped. The insulin pump had not been dropped, bumped or exposed to moisture. The customer was sent a replacement battery cap.